Event description:
Device has been explanted.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: cyst-ndr:not applicable as the event is not related to the device. Crease folding of implant: no observed creases on the device. Lump/nodule:unable to observe since it is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right side "oval circumscribed nodular highlighting, homogeneous and with kinetic that suggests type iii curve on right breast¿s jql","to the right, there is a more evident radial folding, lobulated contours, showing signals of intracapsular rupture", and "presence of ovalated cystic images, measuring between 0,5 and 0,8cm on the bigger axis, showing circumscribed limits and anechoic content, with thin wall, distributed preferentially on the lateral quadrants and retromamillary region, with a discrete acoustic posterior strengthening associated [which has been determined to be not related to the device". Device has been explanted, replaced, and discarded.

Event description:
Patient reported against the right side "oval circumscribed nodular highlighting, homogeneous and with kinetic that suggests type iii curve on right breast¿s jql","to the right, there is a more evident radial folding, lobulated contours, showing signals of intracapsular rupture", and "presence of ovalated cystic images, measuring between 0,5 and 0,8cm on the bigger axis, showing circumscribed limits and anechoic content, with thin wall, distributed preferentially on the lateral quadrants and retromaxillary region, with a discrete acoustic posterior strengthening associated [which has been determined to be not related to the device". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.